Event description:
The customer opened his new contour meter kit and found the cap open on the sample bottle of test strips. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. The meter kit is also to be returned. A replacement meter kit was sent to the customer.